Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that their implantable neurostimulator (ins) bothered them more than their previous one. The patient noted that they could tell a difference in how it felt when they were lying down or sitting compared to the previous one. The patient noted that they saw their healthcare professional (hcp) for their one week follow up and the hcp determined that the battery had flipped 90 degrees and moved out of its correct position. The patient stated that the hcp told them that they needed realignment of the ins which would require surgical revision. The patient noted that the surgery was scheduled for (B)(6) 2017. The patient was advised to follow up with a healthcare professional (hcp). No further complications were reported or were expected.